Manufacturer narrative:
1. It is identified from the attachment that there is a crack in the prn. No defective sample and photo have been received, and the crack state and leakage state cannot be identified. 2. DHR/bhr review lot#3332141. 1-this batch of products were assembled at intima ii auto line 2 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batches used in this batch of products are 3327558, 3293106, 3327559, review the raw material inspection records, no abnormalities. 3. The retained sample of the batch is taken, and the appearance of the prn is checked visually. No abnormality was found. The 45psi leakage test is carried out on the sample, and no leakage is found at the prn. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the abnormal states of the complained sample cannot be identified, the root cause of the leakage at the prn cannot be determined.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage at adapter tubing junction on (B)(6) 2024, leakage of fluid from heparin cap found during pre-flushing of indwelling needle with saline prior to venipuncture of a child using an indwelling needle